Manufacturer narrative:
Method and results: product return requested by manufacturer.

Event description:
Customer report protime inr results running lower than lab reference instrument. No pt adverse event or negative outcome reported.